Event description:
The patient reportedly had an infection at implant site (etiology unknown). It was observed that the patient's device had extruded through the skin. The surgeon explanted the patient's device.